Event description:
Surgery was preformed by dr to remove bilateral breast (gel) implants due to the rupture of the right breast implant. Implants were removed and capsulectomies were preformed bilaterally, the right gel implant was ruptured intracapsule, the left gel implant was fully intact. No replacement of implants was preformed.